Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a burning smell and smoke seen once the ventilator was switched "on". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated on site by the field engineer who verified the malfunction. The analog interface (ai) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.